Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge before resuming insulin. Although the customer experienced frequent occlusion issues, they declined further assistance from technical support, and the case was closed.